Event description:
Information received by medtronic indicated that insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the pump case found on sep 23, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked reservoir tube lip, cracked battery tube threads and cracked case along the side of the battery tube. Cosmetic damage was confirmed at the pump case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.